Event description:
It was reported that during a tapp procedure, jammed staples. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/23/2008. Evaluation summary: the analysis results showed that one ems device was returned with the nose and non-functional due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.